Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the gas delivery engine, configured and verified calibration and performance. The ventilator passed all performance checks.

Event description:
The customer reported that the ventilator failed with occlusion alarm and device error, no patient involvement. The customer was setting the unit up for use when it reportedly failed.